Manufacturer narrative:
The nurse reported that the central nurse's station (cns) had shut down for about 20 minutes and both displays went out. The nurse reported that they did see a communication loss message on some of the telemeters connected to the cns, but it resolved itself after about 30-60 second. The nurse stated that everything is fine for now. No patient harm reported. Customer sent in log files to be reviewed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns however, the model and serial numbers are no information (ni) as the customer could not provide the requested information. Gz telemetry transmitter(s): model #: gz-ni. Serial #: ni.

Event description:
The nurse reported that the central nurse's station (cns) had shut down for about 20 minutes and both displays went out. The nurse reported that they did see a communication loss message on some of the telemeters connected to the cns, but it resolved itself after about 30-60 second. The nurse stated that everything is fine for now. No patient harm reported. Customer sent in log files to be reviewed.

Manufacturer narrative:
Investigation summary: the nurse reported that the central nurse's station (cns) had shut down for about 20 minutes and both displays went out. When the cns came back up. They saw a comm loss message for some of the transmitters connected to the cns, but it resolved itself after about 30-60 second. Everything was currently back up and working. No patient harm was reported. Investigation summary: the device logs were sent in and analyzed by nihon kohden corporation. Investigation results as a result of investigating the logs, it was not possible to confirm the history of restarts and shutdowns during the relevant date and time. However, around the relevant date and time, we were able to confirm that the history of communication loss happened all at once in many beds. The beds that experienced the communication loss were through the eg server and the network of cns itself was not disconnected at that time. Based on this analysis, it is presumed that there was a problem with the eg server or the network, which created the communication loss. The cause of the shut down and reboot could not be confirmed and/or determined from log analysis. Separately, communication loss was detected in the device logs. There was no indication of cns malfunction. The service history for this cns shows this is an isolated incident.

Event description:
The nurse reported that the central nurse's station (cns) had shut down for about 20 minutes and both displays went out. When the cns came back up. They saw a comm loss message for some of the transmitters connected to the cns, but it resolved itself after about 30-60 second. No patient harm reported.